Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing determined the cutter failed the test cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was not meshing properly. There was no patient impact or delay. The procedure was completed with another device. Due diligence is complete and there is no additional information available. During product evaluation, it was found that the cutter could have contributed to the event as it failed the test cut.